Event description:
It was reported that a patient underwent an anterior cervical diskectomy procedure on (B)(6) 2025 and bone wax was used. During procedure, bone wax was used for bone bleeding. The product was found to be very flakey and did not adhere but flaked and did not work due to the change in usual structure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received five unopened samples pertain to the product code w31c. In order to evaluate the condition of the returned samples, no defects were observed on the packets. The samples were opened and contained a tablet bone wax inside a folder. The bone wax was examined, and the consistency of the wax was uniform and smooth. The functional test was performed on the tables of bone wax and meet with the requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the samples performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: were there any unexpected outcomes or complications resulting from the prolonged surgery time? No how long, in minutes, did the surgery prolong? As per cst form already filled out, 2 minutes. Which tissue was being sutured when the event occurred? The product was for burr holes, bone wax is used for bone bleeding. Was additional dissection required in other organs/tissues other than the target tissue? See above. Was there any change in the patient¿s post operative care due to the prolonged procedure? No please see attached file "a-14244217 source data (B)(4)" for the email response. Additional h11: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 2, action taken when event occurred? Like product opened, was procedure successfully completed? Yes, were fragments generated? No, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study unknown, (B)(4), device property of hospital, device in possession of none. "D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.